Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Two (2) months post procedure it was noted that the closure device had moved more proximal and that there was a leak present. The patient had surgery to explant the device. During this procedure the closure device was removed, and a new 40mm watchman flx pro closure device was successfully implanted. While removing the 35mm closure device from the patient, the device came loose and traveled into the pulmonary artery of the patient. A surgeon performed an open-heart surgery to remove from the patient. No other complications or consequences were reported to have occurred. The patient was brought to the ICU and expected to make a full recovery.